Event description:
From staff: cs catheter got caught inside the body. The cardiologist managed to get the catheter free, after consulting with another physician. (Cts was also called to consult, however they had not arrived yet) it was later discovered that the catheter was very broken causing it to get caught inside the heart. From operative report: a cs catheter entrapment occurred requiring gentle traction, there was a distal internal fracture, leading to 90-degree angulation and entrapment between pectinate muscle and permanent is ev. A new cs catheter was used. D,f 3.5-mm mapping and ablation catheter was introduced in the ra and with carto the ra, rv and cs were reconstructed. Subsequently, under egm and carto guidance there was no evidence of atrial activity across the cvti.